Event description:
It was reported that the ilet displayed alert 41 with repeated ¿unable to proceed¿ messages despite multiple restarts and a full supply change, and the device was replaced; the reported issue aligns with a mechanical problem affecting insulin delivery and change of infusion set actions, with the device scheduled for return. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and glucose levels were stable. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an insulin absolute range error, and an infusion set change was associated with the event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.